Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The brand name and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
The customer reported via phone call that there was a presence of air bubbles in the infusion set tubing. The customer was unsure what type of infusion set she had been using. She observed 3 air bubbles, 1 small and 2 medium in size, and she did not know the blood glucose reading at the time of the event. The customer's most recent blood glucose was 162 mg/dl. The customer was advised to disconnect at the quick release and deliver a 5.0 unit fixed prime until the air bubbles were no longer visible. She was advised to change the infusion set.